Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. The suspect device was not returned for evaluation. The customer indicated that the device was discarded after use. The device history record (DHR) was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Two images were received from the customer showing a blood clot in tego and a seal tear. The allegation made by the complainant was confirmed. The probable cause was due to an inconsistent amount of silicone lubricant on the tego seal and adhesive not being applied consistently at the specified points on the housing, as required by procedure.

Event description:
The event involved a tego connector with list number 011-d1000 and lot number 14785735. As per the report, they encountered resistance during aspiration. It was stated that fibrin could not be aspirated from the tego because a clot remained trapped at the connector and obstructed further aspiration. The connectors were removed. The event occurred during use with a patient, however there was no harm. One (1) picture was provided by the customer.